Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
The customer contact reported a spark occurred when the device was plugged into the ac outlet. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Testing and investigation found during visual inspection, that the ac power cord plug had an exposed wire which could lead to the spark that was reported by the customer. The probable cause was due to exposed wiring on the ac power cord.

Event description:
The customer contact reported a spark occurred when the device was plugged into the ac outlet. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.